Manufacturer narrative:
MDR 3003442380-2024-00843 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that within the last 2 months, they did not remove the needle guard prior to inserting the cannula and did not successfully insert cannula due to this and the blood glucose level ranged between 100-199 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.